Manufacturer narrative:
Model number/catalog number: sc-1132, serial number: (B)(4), batch/lot number: 20372547, model/catalog description: precision spectra ipg kit.

Event description:
A report was received that the patient was unable to use stimulation properly due to incorrect lead placement. The patient underwent an explant procedure. No device malfunction was suspected.